Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited loss of capture. It was discovered that the rv lead was dislodged. The lead was explanted and replaced. The patient was stable.